Event description:
The pt experienced a short loss of consciousness for approx less than 10 seconds. Fluvoxamine was being administered by the pt. No action was taken and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).